Event description:
It was reported, the patient had an allergic reaction/pocket site erosion. The patient was scheduled for a catheter replacement due to a suspected ¿catheter issue¿. The patient reached the or for procedure and there was obvious wound dehiscence. The surgeon opted to remove the system due to infection concerns. There was a successful catheter aspiration, but difficulty injecting contrast during a dye study. The physician was able to inject 1.5 ml before encountering significant resistance. The patient exhibited symptoms of increased spasticity. It was later reported that the pump was removed due to an unknown infection. The patient recovered without sequelae.

Event description:
The medication used within the system was lioresal.

Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. The catheter was incomplete, and it was returned in segments. Analysis of the catheter revealed no anomalies. The catheter passed all acceptable testing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.